Event description:
A report was received that the patient underwent a pocket revision due to the location was uncomfortable for the patient to charge. The physician relocated the ipg site and elected to replace the ipg, no malfunction suspected. The patient is doing well following the revision procedure.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.